Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported she got the rtm cord replaced 1 to 2 months ago. Pt stated that she is still having trouble charging the ins. Pt stated she thinks that there is damage to the prongs inside the controller port see the request to the repair team for the controller. Additional information was received from the patient. It was reported that the patient called back in and stated that their replacement controller would not power on. The patient was not near their ac power cord to troubleshoot the issue. The patient would call back in when the cord is available to them.